Event description:
Reportedly, upon firing the instrument, it fired partially and the instrument's jaws could not be opened to release it from the tissue. The surgeon then decided to open the pt and use additional instrument to transect around the initial instrument. In addition, the tissue gap control button from the sulu was detected and removed from the pt cavity.